Event description:
It was reported, during preparation of an unspecified procedure, the subject device had picture interference, then picture failure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, new reportable malfunctions were identified during the device evaluation: the video cable is broken and the fiber bonding in the outer tube area (distal end) is damaged. Based on the information obtained from this complaint and the investigation results, the most probable root cause is a broken video cable, which is results in the appearance of stripes in the image. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation of an unspecified procedure, the subject device had picture interference, then picture failure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.